Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected low out-of-range impedance measurements on both the right atrial (ra) and right ventricular (rv) channels. The device was reprogrammed, and there are no current plans for a revision procedure. No adverse patient effects were reported. The crt-d and leads remain in service.